Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been experiencing high blood glucose. Customer stated they were over 200 mg/dl and now they are 476 mg/dl, bloused. Symptoms customer feel sick to her stomach and headaches. The drive support cap was normal. No air bubble or leaks noted. Settings were correct. Customer was advised to do a complete set change. Customer did not have tubing clamp to perform high pressure test. Tubing clamp was mailed and customer called back to perform high pressure test, device passed. Customer also stated that he hadn't experienced any other highs after doing the complete set change. Customer's blood glucose was 83 mg/dl. No further information reported.